Event description:
It was reported that during an unk procedure, the device did not cut. They got a new device to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Short rack and damaged firing trigger teeth. Evaluation summary: the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and one short rack teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.